Event description:
It was reported that the patient had her internal neurostimulator (ins) replaced in 2008 because she 'saw lights'. The patient further stated that got a cut behind her left ear, which caused a loose connection. It was noted that the patient had an x-ray performed, and the physician indicated that there was a kink in the wire. The patient's records reported that the patient did not have her lead replaced. The patient outcome was not provided.

Manufacturer narrative:
Product ID, 7426 lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type neurostimulator.

Manufacturer narrative:
Product ID 7426, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type neurostimulator, product ID 3387-40, lot# l72454, serial#, implanted: 1999 (B)(6), explanted: product type lead, product ID 3387-40, lot# j0230919v, serial#, implanted: 2002 (B)(6), explanted: product type lead. (B)(4).